Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-slip syringes had broken hypodermic needle attached. The following information was provided by the initial reporter: "hospital staff noticed a single l/l syringe in a packet of luer slip syringes with a broken hypodermic needle attached".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 10-may-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 5 samples submitted for evaluation. The reported issues of needle broken and mixed products/lots were confirmed upon inspection of the samples. Analysis of the samples showed there was a broken needle near the seal area. Bd determined that the cause of the failure was related to our manufacturing process and production technician failures. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd¿ luer-slip syringes had broken hypodermic needle attached. The following information was provided by the initial reporter: "hospital staff noticed a single l/l syringe in a packet of luer slip syringes with a broken hypodermic needle attached".